Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. No additional information can be requested at this time. The updated describe event or problem will be: the dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed a dust like contaminate on the ui (user interface) panel, top enclosure, keypad, sd (secure digital) cover flip door, rear panel, bottom enclosure, and the blower motor. Evidence of liquid spots with potential mineral deposits on the blower motor. The device was missing the accessory module flip door, sd card, and philips pollen filter. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer was unable to directly address the symptoms outlined in the complaint. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.